Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had experienced chest pain and ventricular tachycardia (vt). The patient will be admitted and was recommended for follow-up with electrophysiology (ep) for device reprogramming for rhythms that need to be treated. This ICD remains in service. No adverse patient effects were reported.